Event description:
It was reported that an ilet pump became unresponsive, preventing the user from sliding the on-screen unlock control even after a restart, with small spiderweb cracks visible on the screen; a replacement pump was arranged and education provided on shutdown, data sync to the mobile app, and the need to complete startup on the replacement. Symptoms included no adverse health effects. Outcomes included interruption of pump use with continued cgm monitoring via the dexcom app or receiver and arrangements for device return. Investigation included remote troubleshooting, verification of shipping and return logistics, and review of user-reported physical condition. Investigation of this case revealed a nonfunctional touchscreen consistent with physical damage to the display assembly, which prevented normal user interaction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.